Event description:
It was reported via facility medwatch (B)(4) that burr detachment and vessel perforation occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink¿ burr were used to treat the target lesion. During the procedure, it was noted that the burr was detached and perforated the rca. The detached burr was captured by the larger diameter tip of the rotawire upon wire removal. The procedure was not completed. The patient was semi well and was sent to ICU.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).